Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 cubies were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not been detected. A field service engineer (fse) found that all internal connections needed reseating to resolve the issue; no parts were required. The device was restored to proper working condition. Diagnostics confirmed that everything was functioning correctly, and the results were saved. The system functioned as intended after the field service engineer repaired the device.